Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was gradually rising. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.